Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampons strings falling apart [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that tampon strings are falling apart. No injury reported.

Event description:
Tampons strings falling apart [device breakage] case narrative: consumer reported via e-mail that tampon strings are falling apart. No injury reported.

Manufacturer narrative:
Product investigation is in progress

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons strings falling apart [device breakage] case narrative: consumer reported via e-mail that tampon strings are falling apart. No injury reported.